Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed that no anomalies were found.

Event description:
It was reported that during an attempted implant, once the device was successfully connected to the existing lead, a pacing problem occurred. The device was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).